Manufacturer narrative:
(B)(4). Catalog/model # corrected from 39262-1622 to 39262-2025. Device lot number corrected from 19415673 to 18646067. Device expiration date corrected from 12/11/2017 to 05/09/2017. (B)(6). Device manufactured date corrected from 07/10/2016 to 12/01/2015. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent had detached from the delivery system and was damaged the whole length with stent struts squashed and overlapping. The maximum crimped stent profile as per manufacturing data is within the specification. The stent protector inner diameter of the returned device was measured using a pin gauge which is within the specified inside diameter of the stent protector specification. There is no issue to note with the interaction between the two components. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. Solidified media was evident inside the balloon body and crimp stent markings were not prominent on the balloon wall. A visual and tactile examination found multiple kinks along the shaft of the device. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was further reported that the 2.50 x 20 synergy¿ drug-eluting stent (des) was the correct device used during the procedure and not a 2.25 x 16 synergy¿ des as what was previously reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25 x 16 synergy¿ drug eluting sent was selected for use. However, during preparation, upon removing the stent protector, the stent got dislodged from the delivery system. The procedure was completed with another with same device. No patient complications were reported and the patient's status was good.